Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) therapy for renal replacement therapy (rrt) since (B)(6) 2021, was diagnosed with peritonitis on (B)(6) 2021. The patient was reportedly connecting and disconnecting herself without proper training and utilizing single use supplies repeatedly. In additional follow-up, the patient¿s pd nurse said the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 7,441 u/l, polymorphs = 97%) was collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency not provided). However, when the cultures returned positive for pseudomonas on (B)(6) 2021, the vancomycin and ceftazidime were discontinued, and the patient was prescribed ip meropenem (dose not provided) for 21 days. The pdrn attributed causality to multiple breaches in sterility during a recent home evaluation including, not cleaning the shower head, not using the proper personal protective equipment (ppe) when initiating/discontinuing, improperly disinfecting hands (no soap), and the most unkempt residence the pdrn has ever encountered. The patient was reeducated and continues to perform ccpd at home utilizing the same liberty select cycler. The pdrn reported the events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. No follow-up sample has currently been collected. The cycler set in not available to be returned for manufacturing evaluation.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain and cloudy effluent fluid), which warranted antibiotic therapy. Causality was attributed to several breaches in aseptic technique (e.g., improper use of ppe, touch contamination, unkempt residence), which were discovered during a recent home evaluation. Per the pdrn, there is no defect or malfunction of a fresenius device(s) and/or product(s) which occurred. Pseudomonas is part of the normal human biota and is also found in soil and moist areas (e.g., showers, bathrooms, sinks). Based on the information available, the patient¿s liberty cycler set is excluded from having caused or contributed to the patient¿s serious adverse event(s). The investigation found no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency. Those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) therapy for renal replacement therapy (rrt) since (B)(6) 2021, was diagnosed with peritonitis on (B)(6) 2021. The patient was reportedly connecting and disconnecting herself without proper training and utilizing single use supplies repeatedly. In additional follow-up, the patient¿s pd nurse said the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 7,441 u/l, polymorphs = 97%) was collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency not provided). However, when the cultures returned positive for pseudomonas on (B)(6) 2021, the vancomycin and ceftazidime were discontinued, and the patient was prescribed ip meropenem (dose not provided) for 21 days. The pdrn attributed causality to multiple breaches in sterility during a recent home evaluation including, not cleaning the shower head, not using the proper personal protective equipment (ppe) when initiating/discontinuing, improperly disinfecting hands (no soap), and the most unkempt residence the pdrn has ever encountered. The patient was reeducated and continues to perform ccpd at home utilizing the same liberty select cycler. The pdrn reported the events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. No follow-up sample has currently been collected. The cycler set in not available to be returned for manufacturing evaluation.